Event description:
Revision surgery - early inspection took old head and placed new one. Unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00151; 400-03-322, (B)(4) - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.